Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the remote switch activated even though without operation (the release function was activated). The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated on the remote switch1. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed that the reported phenomenon was attributed to the contact of the cable which cover was broken, to the electrical circuit board inside the control section. Consequently, there was the possibility that unintended activation of the remote switch occurred. If additional information becomes available, this report will be supplemented.